Event description:
The facility reported a flo-gard infusion pump with a false occlusion alarm, which occurred during bio-medical service. There was no patient injury, medical intervention or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up medwatch will be submitted upon receipt of evaluation results or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a false occlusion alarm was not confirmed or duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. Should additional information be received, a follow-up medwatch will be submitted.